Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra catheter, a non-penumbra stent retriever, and a non-penumbra microcatheter. During the procedure, the physician made two passes by using the jet7 and microcatheter to deliver the stent retriever to the target vessel. In preparation to image the vessels, the physician injected contrast medium into the jet7 but encountered resistance. The jet7 was removed from the body and flushed on the back table using a 10 cc syringe. While flushing the jet7, the distal 2 cm of the catheter expanded. Therefore, the jet7 was no longer used and imaging was performed with the catheter. The procedure was completed using the same catheter and a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.